Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three injectors and two connectors were provided to our quality team for investigation. Through visual inspection, no damage or other defects were identified. Functional testing was performed, passing liquid through both the injectors and connectors along with the IV tubing that was returned. In all cases, the product was fully connected to the mating luer without issue and no leakages between any of the luer connections was observed. Dimensional testing was performed on the received injectors and connectors, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. As the lot involved in this incident is unknown, a device history review could not be performed. Based on our quality team's investigation, a root cause related to our manufacturing process cannot be established at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material #:515070. Batch#: unknown. Verbatim: patient called saying she felt leaking from her IV. Upon assessment small amount of liquid noted on the patients forearm, tubing and chemo adaptors all intact, not sure where leakage was coming from. Chemo not running at this time, flush running so infusion stopped and patient disconnected. Cleaned patients' arms with soap and water. Tubing and adaptors given to unit educator. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.